Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a possible pace/sense fracture was suspected on the right ventricular (rv) lead. It was noted that noise was recorded on the egm (electrogram). The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the capped right ventricular (rv) lead has now been explanted.